Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not did not properly preclean the endoscope according to the olympus instruction for use (IFU). The customer stated they do not always flush the balloon channel due to immediately taking the scope to the reprocessing room to be reprocessed. The customer used a 50 milliliter (ml) syringe to flush the balloon channel. No patient infections or injuries reported.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.